Manufacturer narrative:
The reported event of a use of device problem was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood and tissue. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Event description:
During the implant procedure, the right ventricular lead was taken out of the packaging and an anomalous curve was observed. The lead was not straight even when the guidewire was inside the lead. The lead was inserted into the patient but the issue persisted. A new lead was used to complete the procedure. The patient was stable with no adverse consequences.